Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's left ventricular (lv) lead, exhibited lv noise with oversensing and pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported. It was noted that the patient presented to the emergency room (ER) with unrelated symptoms of abdominal pain and vomiting.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.